Event description:
When attending to the percutaneous thrombectomy, the surgeons advanced a cat rx penumbra (cat rx aspiration catheter 140cm + aspiration tubing) over the wire and were able to get it down to the level of the knee, however the cath would not advance beyond the popliteal artery. Upon attempt to remove the cath, the cath would not withdraw back and it snapped and broke in the patient. FDA safety report ID # (B)(4).